Event description:
The customer reported to philips healthcare that the "system is down" and there are "multiple faults." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.